Event description:
It was reported that the patient experienced loss of stimulation due to high impedances. The patient underwent a lead replacement procedure. The patient was doing well postoperatively, and the explanted device will not be returned, as it was discarded by the medical facility.